Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the phlebotomist was collecting a blood sample, the blood leaked from the tubing at the base where it connects to the yellow needle chamber."

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The picture provided was checked and it seemed blood leakage occurred in the safety shield near the bonded part between the winged hub and tubing. However, we were unable to confirm the leaked point and also we were unable to identify the cause from the picture unfortunately. If samples are received, we will reopen this complaint for investigation. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the phlebotomist was collecting a blood sample, the blood leaked from the tubing at the base where it connects to the yellow needle chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 16-may-2022. Investigation: bd received 217 samples and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for leakage from tubing at base with the incident lot was not observed. Additionally, all customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to leakage from tubing at base as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage from tubing at base. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the phlebotomist was collecting a blood sample, the blood leaked from the tubing at the base where it connects to the yellow needle chamber."